Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified; however, the customer reported the pump getting a bit warmer than usual. Customer changed pump supplies to address the alarms, and resumed insulin delivery. Customer¿s blood glucose level ranged from 150-240 mg/dl.